Event description:
It was reported that during the procedure to replace the device for normal battery depletion, the physician stated that the lead was also replaced electively. However, it was also noted that the physician claimed "conductor externalization." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154atg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).